Event description:
(B)(4). Pelvic pain, weight gain, head ache, hair loss, lots of bleeding, hips hurting, hurts so bad to have intercourse with my husband I feel like there is something inside me all the time like fish hooks trying to pull back the other way.